Manufacturer narrative:
The unit alerted at power up, which prevented further testing for an occlusion alert. The transducer calibration was out of specification due to a nonfunctional flex circuit, which could contribute to a failure to alert occlusion. Medex was unable to confirm the issue. However, a nonfunctional flex circuit could have contributed. This issue is being monitored for trend. The unit was repaired and returned to the customer. No additional action is necessary at this time.

Event description:
The reporter stated that there was no occlusion alarm. There was no patient injury or treatment associated with this event.